Event description:
The clinician experienced difficulty accessing the opened contra gate of the trunk ipsi device because of tortuous anatomy. After two hours, the clinician was successful in accessing the contra gate by using a snare wire. During the procedure the pt lost approximately 4 units of blood and was given 7 units of cell saver. The device remains implanted. There was no allegation of product deficiency made by the clinician.